Manufacturer narrative:
Device was discarded by user and is not available for return and evaluation.

Event description:
Balloon leakage during use, balloon slowly leaked during the case. No patient injury.